Manufacturer narrative:
An event of stroke was reported. Information from the field indicated that the patient had two strokes after implantation of the valve. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported strokes could not conclusively be determined,

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2013, a regent aortic mechanical heart valve (serial: (B)(6)) was implanted. On an unknown date the patient suffered two strokes.